Event description:
User facility reports one incident of a crack in the fistula needle luer connector. Ebl = 100-150cc. No patient injury or need for medical intervention is reported. Patient was recannulated and new arterial bloodline set up to continue treatment. MDR is filed for blood loss only.